Event description:
The patient received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the patient's stimulation pattern changed after a recent fall. Further examination of the scs system found that both of the patient's leads had migrated. The leads were explanted and replaced. The explanted leads were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: the alleged complaint of lead migration cannot be confirmed through the manufacturer's laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.